Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Multiple MDR reports were filled for this event, please see associated reports: MFR - 0001526350 - 2023 - 00697.

Event description:
It was reported that the blade had small nicks and was sent for repair. There was no harm, delay, or injury reported as it relates to this event. Due diligence is complete. No additional information is available.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the width plates were considerable worn, nicked, and damaged. The width plates were scrapped and replacement width plates were returned to the customer. A definitive root cause cannot be determined. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not available. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event, please see associated reports: MFR - 0001526350 - 2023 - 00697-1.